Event description:
It was reported that during a breast biopsy, after deployment of the marker, the tip sheared off. The probe was removed and the plug and tip were retrieved from the sample notch. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.